Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Cine images were submitted to edwards lifesciences for review; echo was not provided. The imaging provided was reviewed by an edwards physician proctor. Observations/impression: observations: moderate-severe aortic valve leaflet calcification, no aortic root calcification, no porcelain aorta; left main has a short distance to the annulus; a safari wire used; bulky aortic valve leaflets noted. During bav, the left bulky calcified leaflet occluded the left main; the wire is too stiff and is not all the way in the ventricle (into the apex); there was fair coaxial alignment of the valve and delivery system and good image intensifier angle (iia); during deployment the pusher was pushed instead of the valve; the pusher covered the proximal end of the balloon, and the left main was covered by the bulky calcified leaflet (as known from bav); the valve was deployed in a 50/50 position; the wire is pulled back and the novaflex+ tip is not protected by the wire in the ascending aorta. Impressions: long leaflet, shallow sinus and short distance of left main were responsible for the left main occlusion. Balloon angioplasty performed of left main and stent implanted with good result. In this case, patient factors [long leaflet, shallow sinus and short distance of left main] contributed to the left main occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the left main coronary artery was occluded. Prior to the procedure, the team decided to wire the left main (lm) and place a balloon in the artery due to low coronary height and bulky calcium under the lm. A 20x4cm bav balloon was inserted and used to predilate the aortic valve. Next the delivery system was introduced, the 23mm sapien xt valve was placed into position, and deployed with pacer captured and ventilation held. After the valve was deployed the lm was occluded. The team ballooned the lm, then stented with a 3.5 x 15mm xience stent. The sheath was them removed and the patient was sent to the ICU. The coronary occlusion was attributed to movement of bulky calcification during bav and valve deployment. The left coronary height was 10.2mm.

Manufacturer narrative:
Investigation of this event is ongoing.